Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had received multiple shocks over the past month and presented to the emergency room with short v-v intervals and a possible fracture on the right ventricular (rv) lead. Review of performance data also indicated high pacing impedance. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead had high thresholds, oversensing, and a possible fracture. The ra lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.